Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further described as the patient reused bags for therapy. The patient was treated with injection (inj) vancomycin (start; dose and route not reported), inj. Reflin (500 mg; frequency and route not reported), inj. Fortum (500 mg in each bag, ip, and frequency not reported), tablet flucon (150 mg, oral, and frequency not reported) and tablet cifran (250 mg, oral, and frequency not reported) for the peritonitis. The patient remained hospitalized. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of the peritonitis is use error. Use error and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.